Manufacturer narrative:
No product was returned for investigation; however the customer supplied a power point document that exhibited their inspection results that confirmed the presence of cracked and separated bezel bosses on twenty pump modules. A few of the pump modules had cracks noted on the body of the bezels in addition to the bosses. All twenty listed pump module bezels had the same date code 10/13 (october / 2013). A review of the device history record in sap for (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
The customer reported identifying issues with devices, and provided photographs of cracked bezels. There was no report of patient involvement.